Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed occlusion during the patient's continuous infusion with a rate of 4.6 ml/hr. Per reporter, the starting/original reservoir volume was 110 ml, and the remaining reservoir volume had remained at 110 ml, with a length of infusion of 46 hours, and the lock level recorded as locked. Per reporter, the pump had been used to prime the extension tubing and the patient was not medically affected.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.